Event description:
It was reported that following laparoscopic sagb insertion, the pt reported feeling little to no restriction. Band adjustment was scheduled for 2008, at which time it was determined by fluoroscopy and x-ray that the port was disconnected. Surgical revision was required to connect the port.

Manufacturer narrative:
D4,10; h4, 6: info anticipated, but unavailable at this time.